Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 17 (max motor on time exceeded during active operation) error was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective drive train motor. A review of the archive data showed ua17, thus confirming the reported complaint. The autopulse platform failed functional testing due to a ua17 error message, confirming the reported complaint. The drive train motor was replaced to address the reported complaint. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed the user advisory (ua) 17 (max motor on-time exceeded during active operation) error message after multiple compressions. No patient involvement.